Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was a poor communication screen on the patient programmer and that the patient was not able to communicate with their implantable neurostimulator recharger. The patient turned stimulation off 9 months prior to the report and the reason that the patient did not charge was because she was not using therapy. There was a confirmed overdischarge that occurred in 2016. The patient was not using therapy because it was not working as well starting in 2015, and the patient would have to turn stimulation up so high that the vibrations in her legs made it so that she couldn't walk and she would have to lie in bed. The circumstances that led to the therapy not working as well were that the battery was dead and lost its charge and that there was overdischarge (overstimulation) in the legs and feet. At the time of report, the right side of the back was ineffective and the patient needed vibration on the right side of her back, and less vibration in the legs and feet. The patient "hopefully" could get a new device to be inserted to eliminate vibration in her body and also provide relief on the right side of her back. The step that will be taken to resolve the overdischarge of the device is to get an updated/new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.